Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed forty-four other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing and the oversleeve portion were impossible to be engaged firmly. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.